Event description:
Removal of endosseous dental implant. According to the clinician 3 implants were placed in site numbers 19,20, and 21 during a routine procedure in class iii bone. The clinician reports that the implant in site #20 did not integrate and was removed approx. 6 weeks post-operatively. According to the clinician the remaining 2 implants are stable.